Event description:
Rptr complains of loss of energy, hair loss, numbness and stiffness in hands, cyst in left lumbar region of back, red spots above right breast, random bruising, cyst has increased in size, red spot above right breast larger, severe constipation, problems with eyes, memory loss, and shortness of breath.